Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer reportable malfunction was reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no signal (no image) is output from sdi port" malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not under anesthesia.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center did not produce an image. The issue occurred during preparation for use intended for an unspecified diagnostic procedure. It was noted that the procedure was completed using a similar device. There were no reports of patient harm.